Event description:
It was reported that the his patient had a total knee replacement on (B)(6) 2009 and was revised on (B)(6) 2011. On this date the screws were removed and changed insert. The reason for revision is unknown.

Manufacturer narrative:
The following other devices were also revised during this event: a 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mhmp4k. A 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# mhmrmp. A 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mhn6pv. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was discarded was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Update to the event description indicated that the following device was also revised during the reported event: scorpio recessed metal backed patella; cat# 3045-0028; lot# 13vav. Reported event: an event regarding a revision surgery performed for unspecified reasons involving a scorpio nrg x3 ps tibial insert #7 10mm was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned. However, photographs of the femoral and tibial components reported and explanted are attached to the communications section of that pi. The femoral and tibial components are shown blood-stained, with evidence of bony ongrowth. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant concluded ¿no additional clinical documentation is offered. The reason for the revision is unknown.¿ -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: not performed as no device specific failure modes were identified. Conclusions: the investigation concluded that the exact cause of the event could not be determined because further information such as the reason for the revision surgery, pre- and post-operative x-rays, the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time.

Event description:
It was reported that the his patient had a total knee replacement on (B)(6) 2009 and was revised on (B)(6) 2011. On this date the screws were removed and changed insert. The reason for revision is unknown.